Event description:
It was reported that before a procedure, the fast-fix flex packaging was not properly sealed and had an opening before use. The procedure was resumed, without any delay, using an equivalent s+n backup. No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H11: internal complaint reference (B)(4). H2: additional information: b5.

Event description:
It was reported that before a procedure, the fast-fix flex packaging was not properly sealed and had an opening before use. The procedure was resumed, without any delay, using an equivalent s+n backup. No further complications were reported.

Manufacturer narrative:
H2: corrected information in h6 (type of investigation, investigation findings & component code). H3, h6: the reported device was received for evaluation. A visual evaluation showed the opened device was returned in original packaging with the batch number of the complaint on the label. The tray was sealed since there is a frosted outline around the whole outer edge from the heat seal. There are no breach marks or undersize areas. The t1 was returned off the needle but attached to the suture. The t2 and suture were returned on the needle. The needle is bent. Bio debris is present. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the device manufacturing process found that the operator should visually confirm proper seal of the pouch. A quality engineering investigation found that the devices were properly sealed, as the seal region of the tray shows clear markings consistent with proper sealing; when the tray is not sealed, the surface appears completely translucent. Therefore, there is no evidence to support that the issue is related to manufacturing. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, deviations from established protocols, or the possibility that the device was opened after the manufacturing process and prior to its use, increasing risks and leading to unintended consequences. Based on this investigation, there is no evidence to suggest a design, material or manufacturing issue. Therefore, the need for corrective action is not indicate